Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced five infusion sets fell off events during use between (B)(6) 2024. The first infusion set was in use for 1-2 days, the 2nd was in use for 5 hours and the rest 3 sets was in use for 2-6 hours. Patient blood glucose level was found high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Iinitial and final MDR (B)(4).